Event description:
It was reported that "one of the introducer's wings became detached from the rest of the body during removal." The device was removed and replaced. There was no patient harm or complications. No medical interveniton required. The patient's current condition is reported as "fine.".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. Visual inspection revealed that the peel-away sheath extrusion was torn directly adjacent to one tab, which confirms the customer report. The customer also returned one peel-away sheath and product lidstock for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that the peel-away sheath extrusion was torn directly adjacent to one tab. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down both score lines. It was additionally noted that the tear was partially scalloped which is not the intended appearance of the score lines once torn. The overall length of the sheath measured 2 3/4" which is within the specification limits of 2 5/8 - 2 7/8" per the sheath product drawing. The sheath outer and inner diameters could not be accurately measured due to the nature of the damage. Functional testing could not be performed as a part of this complaint investigation due to the condition of the returned sample. A device history record review was performed, and relevant findings were identified. A non-conformance was created for material eb-01041-002 with batch 34c24c0069 regarding a peel-away sheath tears incorrectly defect. At this time it cannot be confirmed if the finding is related to the reported event. The instructions for use (IFU) provided with this kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "one of the introducer's wings became detached from the rest of the body during removal." The device was removed and replaced. There was no patient harm or complications. No medical intervention required. The patient's current condition is reported as "fine."